Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an ablation procedure. Device interrogation post procedure revealed rising impedance and capture threshold of the right ventricular lead. The physician decided to monitor the lead more frequently. Patient was asymptomatic.